Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a patient experienced shortness of breath and fluid in the lungs coincident with peritoneal dialysis (pd) therapy. The event of shortness of breath was related to fluid of the lungs and the event of fluid of lungs was related to the pd solution. The patient had an outpatient thoracentesis and 3l of fluid was removed and tested. The fluid was pd fluid. The next day, the patient was hospitalized for shortness of breath. The same day as the hospitalization, the patient had another thoracentesis and 2.5l of fluid was removed and tested; the fluid was pd fluid. On the same day, the patient¿s pd therapy was discontinued and hemodialysis was started. The patient was recovering from the shortness of breath and fluid in the lungs. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device logs revealed no system errors, anomalies or hardware device failures that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. The cycler remote toolbox (crt) was used to pressurize the device pneumatic system. Crt revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test. A short simulated therapy was performed and completed successfully. A review of the device history record revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.